Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the infection was not determined. It was indicated that the patient was going to be seeing another doctor who could better determine if an infection was present. It was unknown if the patient's infection was resolved. It was clarified that the report that there was "pudding from the wounds," was supposed to say "pussing from wound". They stated that there was discharge from the wound. The patient's weight was asked but was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient has a possible infection. The rep reported "pudding from wounds". It was noted the patient traveled overseas after surgery. The patient is seeing another physician to examine the wound. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient experienced discharge from the incision site and there was puss coming from the wound- the patient had an infection. Antibiotics were administered and the ins was removed on (B)(6) 2019. The issue was noted as being resolved. No further complications reported.